Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. The device is on the way to legal manufacturer for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that when withdrawing the needle from the lymph node, the examiner notices that the tbna needle is very smooth. After complete withdrawal of the needle from the ebus device, it is found that the tip of the needle is missing about 10cm. However, the tube of the needle is complete. After retraction of the ebus bronchoscope, it is found that the 10cm needle tip still remains in the working channel. This could be removed from the distal canal exit of the working canal. The broken needle was removed from the scope working channel and was handed over to representative eus specialist to be returned for investigation. The procedure performed at that time of the event is (ebus tbna) endobronchial ultrasound-guided transbronchial needle aspiration . The intended procedure was completed with no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned in a thicker plastic outer packaging, and the original box packaging inside that. Within the original box was the original plastic tray holding the device. The device was set inside and taped down for further support. The stopcock and biopsy adapter valve weren't returned. The stylet and stylet wire were not returned. The distal needle tip was fractured off and taped within the plastic tray. This broken off section was approximately 4.50 inches in length. There was a small amount of plastic still attached to the broken off needle. The other features such as the sheath adjuster screw and handle lock were able to operate as intended. Both being able to maintain their positions. The connecting slider was able to slide back and forth and maintain a lock when attached to a practice scope. The needle tip remains sharp. There is noticeable amounts of heavy dried blood along the entire length of the sheath. Since there was a vast amount of dried blood along the whole sheath and the needle was fractured mid-length, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. The event can be detected/prevented by following the instructions for use which state: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.